Event description:
The stability lock wasn't working properly, casters were getting hung up coming down the ramp from her van. Chair would veer to the side and slide down ramp at an angle. No report of an injury.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsr-mcg, serial number/date (B)(4) is approximately 1 month old. The owner's manual part number 1143190, rev, k(mar-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the dealer for additional information. No further information received. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.